Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study that did not look complete. Technical support was able to log in to the customer's computer, but was not able to complete the file transfer because of the connection. Technical support spoke with the customer and they stated that due to the fact that the duration of the study was only one hour, they will repeat the study. There was no reported patient outcome.

Manufacturer narrative:
Additional info: (fdp) if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study that did not look complete. Technical support was able to logged in to the customer's computer, but was not able to complete the file transfer because of the connection. Technical support spoke with the customer and they stated that due to the fact that the duration of the study was only one hour, a repeat procedure was done. The recorder worked correctly during previous procedure. There was no patient injury.